Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Between (B)(6) 2016 and (B)(6) 2016 maximum rv pacing impedance rose from 492 ohms to 1059 ohms on (B)(6) 2016 capture threshold measured 2 volts.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing and high impedance, and increasing and high thresholds. The lead was reprogrammed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.